Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the customer's insulin pump was failing. The mother reported the insulin pump had a blank display with a full battery. The mother also reported the customer's blood glucose rose to 430 mg/dl the night prior. The mother also reported the battery did not last for more than one week on the insulin pump. The mother stated the customer did not perform excessive button pressing and daily rewinds on the insulin pump. The mother also reported no delivery alarms in the customer's alarm history. The mother stated the alarm was resolved by a complete set change. The mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.